Event description:
Pt was attempting to remove the medication needle cap from the orange needle cap of the whisperject device and a piece of the orange cap broke off. The pharmacist provided him with the MFR's phone number to replace the orange cap.